Manufacturer narrative:
Continuation of concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer representative. It was clarified the left ins and most of his left extension were explanted on (B)(6) 2018. The only remaining portion of the extension was the distal portion connected to his left brain lead. The explanted components were sent for cultures to determine whether or not the patient had any infection. It was reported the issue of the exposed hardware had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the lead would not be returned for analysis. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v477182, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient had the lead removed by their doctor. The left side had been completely explanted at the time of the report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease. It was reported the patient had exposed hardware. No known factors were thought to have led or contributed to the issue. It was reported an explant was scheduled for (B)(6) 2018. It was reported the issue was not resolved at the time of the report. It was reported the patient was alive without injury at the time of the report.

Manufacturer narrative:
The aware date on manufacturer report 3004209178-2018-15908, follow-up number 004, was reported incorrectly as (B)(6) 2018. The aware date was (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.